Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent t10-s2ai posterior fixation due to adult deformity. On an unknown date, post-op, during follow-up observation, rods on both sides of l5-s1 were found broken. It is unknown whether there were any patient complications due to rod breakage. A revision surgery was performed, in which, the broken rods were removed and were replaced with new ones. Fixation was also extended to 2 more vertebral bodies towards the cranial side during this re-operation. The patient is under remission now.